Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient contaminated the supplies. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a breach in aseptic technique during peritoneal dialysis. The care giver stated that the patient contaminated the supplies. The patient was connected to the homechoice at the time of the event. The care giver stated that the registered nurse instructed them to start over with all new supplies. The care giver would not say how the patient contaminated the supplies. The technical service representative assisted the care giver to end therapy and remove the supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.